Event description:
Brakes not holding.

Manufacturer narrative:
Found the brake cable was wedged between the bearings and stiffner plate, replaced the bearings for resolution. Bed was in repair area; no injuries were reported.